Event description:
(B)(6) sales representative ((B)(6)) informed (B)(6) that a letter was sent to the (B)(6) hospital health direction about a suspected wrong patient treatment due to tacrolimus results higher than expected.

Manufacturer narrative:
Issue: patient subjected to a double organ transplant is undergoing periodic checks of their state of health at the (B)(6) clinic in (B)(6). Since the analysis laboratory at the (B)(6) clinic at the (B)(6) was closed, the level of tacrolimus (anti-rejection drug) was performed at (B)(6) hospital. High levels of tacrolimus results were erroneously and unexpectedly detected as performed by (B)(6) hospital. For this reason, the (B)(6) transplant center in (B)(6), where the patient was being treated, relying on this evaluation, reduced the dose of the drug. A control biopsy revealed an ongoing rejection, allegedly caused by too low a level of tacrolimus. Werfen sales representative ((B)(6)) informed werfen that a letter from a lawyer was sent to the (B)(6) hospital health director about a suspected wrong patient treatment due to tacrolimus results higher than expected. Background on internal investigation: multiple patient samples were run by immunoassay and cascadian lc-ms/ms (liquid chromatography/mass spectrophotometry) method for qms tacrolimus assay using the same lot of the qms tacrolimus calibrators set as the customer complaint kit, tacrolimus calibrators and anchor tacrolimus calibrators. The study results indicate a large bias in recovery results between the 2 methods. Typical bias as stated in the package insert is between 20-25% between immunoassay and lc/ms method. For the multiple patient sample run, results were compared to an independent lc-ms/ms test showed an average bias of 57% & 48%. The tacrolimus assay package insert states qms tacrolimus assay detects metabolites of tacrolimus and may recover high. Hence, the insert includes a recommendation to verify test results with lc-ms/ms when higher than expected recovery results are obtained. In addition, the package insert also states the following "the concentrations of tacrolimus in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. Monitoring with one assay consistently is recommended." Root cause: initial investigation indicated the original complaint of higher bias in recovery of patient samples when compared to lc-ms/ms results is most likely due to calibrator accuracy shift from the target nominal values. This report was delayed as additional information was learned during the investigation and reportability was re-evaluated following the investigation. There have been no additional complaints reported for these lots.